Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical technician at the user facility reported that the plug, attached to a 2008k2 hemodialysis (hd) machine, showed signs of melting. The damage was observed while the unit underwent a heat disinfect cycle. Therefore, no patient was connected to the system at the time of the incident. Follow-up information was received which revealed that no smoke, sparks, or flames were visible from the machine at the time of the event. The biomed replaced the burnt plug to resolve the issue. Additionally, the electrical socket (wall faceplate) was replaced, due to the presence of burn marks following the event. The unit has been returned to service at the user facility with no recurrence of the event as reported. The complaint device (damaged plug) was made available for an evaluation by the manufacturer.

Manufacturer narrative:
The 2008k2 hemodialysis (hd) machine was not evaluated at the facility by a fresenius regional equipment specialist (res). Follow-up information was provided by the biomedical technician at the user facility who revealed the following related to this event. The biomed examined the outlet and the faceplate also had burn marks on it. The biomed replaced the power cord which resolved the issue. Following the service activity, the system was restored to full functionality. The 2008k2 hd machine has been returned to service at the user facility without a recurrence of the event as reported. The power cord was returned to the manufacturer for examination. The power cord was received by the manufacturer for analysis. A visual examination of the power cord found evidence of heat damage and a red residue on the plug. No electrical testing was able to be performed due to the cord being cut flush with plug. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the issue. A visual examination of the returned component revealed the presence of heat damage and a red residue on the plug. Therefore, the complaint has been deemed confirmed.